Event description:
On the initial report received by aso on (B)(6) 2025, the consumer stated that the product caused her a rash with blisters, and she will be seeking medical treatment from her dermatologist. On the completed cir received by aso on (B)(6) 2025, the consumer states that after using the product, she developed a rash with blisters on her right elbow. The consumer states that she went to the dermatologist. Per cir, the issue was with the tape area. The consumer also confirmed that the symptoms corrected after she stopped using the product.

Manufacturer narrative:
As of august 19, 2025, returned products were submitted to the lab with no defects noted. Additionally, aso reviewed records of satisfactory biocompatibility tests for this type of product, with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on the device label. As of september 09, 2025 unused returned product was submitted to the lab for testing with no defects noted. Refer to section b.6 of this report for further details. The following sections were updated: b6, g3, g6, h2 and h6.

Event description:
On the initial report received by aso on (B)(6) 2025, the consumer stated that the product caused her a rash with blisters, and she will be seeking medical treatment from her dermatologist. On the completed cir received by aso on (B)(6) 2025, the consumer states that after using the product, she developed a rash with blisters on her right elbow. The consumer states that she went to the dermatologist. Per cir, the issue was with the tape area. The consumer also confirmed that the symptoms corrected after she stopped using the product.

Manufacturer narrative:
As of august 19, 2025, returned products were submitted to the lab with no defects noted. Additionally, aso reviewed records of satisfactory biocompatibility tests for this type of product, with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on the device label.